Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 471 mg/dl. The customer was treated with manual injections. The troubleshooting was performed. The customer was advised to rewind insulin pump, reinsert reservoir into pump and run manual prime to at least 5 units. The customer stated that the insulin alarm no delivery. The customer was advised that the insulin pump is working as designed.